Manufacturer narrative:
The complaint cannot be verified due to mishandling of the product. E8 (power interrupt) was found in the history list. The soft component of the down button is damaged due to handling with sharp objects. The button shouldn't be actuated by using hard or sharp objects. The soft components of the down button are leaky as a result liquid entered the pump. Due to this and the always activated down button the pump triggered an unclear able e8 error message. The check button passed the optical and functional investigation successful and meets the specification. The problem mentioned by the customer is related to mishandling of the product by the customer.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.

Event description:
Pt reported the check buttons on the infusion device is not responding. Pt stated he has experienced no health concerns. No further info is available. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for evaluation.